Manufacturer narrative:
Attempts to retrieve data from the pod were unsuccessful. Without the data, the reported alarm could not be confirmed. Corrosion was noted in the pod. All three batteries had less than the expected amount of voltage. A leak was found on the unexposed portion of the soft cannula. Cracks were found on the top housing. It could not be determined when these cracks had occurred or if these cracks contributed to the corrosion found in the pod. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) values reached 422 mg/dl, while wearing the pod between 4 and 24 hours on the arm. The patient was reported to be vomiting and lethargic. For treatment, the patient was given a correction bolus of 11.5 units of insulin with a pen. The ketones were large and the pod was removed and replaced.